Event description:
It was reported that, pre operatively, the patient was complaining of pain in the anterior of her knee. When we got in and exposed the patella, the surgeon found that the patella button implant was loose and had some signs of wear.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.